Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They stated the hemopro would not activate (cut and/or cauterize). Metal wire on the tip broke during vein harvest. Nothing fell into the patient. The hemopro device was switched while using the same cord and the evh kit worked without difficulty. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021 was reviewed. There were no triggers identified for the review period. . Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221 & 67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.